Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the returned ligator housing had six bands still attached to it. The ligator housing teeth were bent and the handle had evidence that the trip wire was secured. The suture was not broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed but suture break was not confirmed. Upon analysis, it was found that ligator housing still had the six bands attached to it, and the ligator housing teeth were bent. The suture was not broken. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the two remaining bands could not be deployed due to this condition. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is most likely that once the band was tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment. The same force used could have also made the bands get overlapped as seen on the product analysis, being unable to be used under this condition. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy off of the ligator. A second speedband superview super 7 was used; however, the same problem happened. It was reported that the string broke when they tried to engage the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was broken.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy off of the ligator. A second speedband superview super 7 was used; however, the same problem happened. It was reported that the string broke when they tried to engage the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was broken.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.